Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and the mesh was implanted. The patient experienced mesh erosion into the vagina multiple times, pain in the groin and lower back and severe pain with bowel movements. The patient also is unable to perform daily tasks. No further information is available.